Event description:
It was reported that there has been a gradual rise in the lead impedance in bipolar (unipolar was not checked). The issue was discussed with the physician and recommended that the physician monitor closely and check unipolar to look at variance between unipolar and bipolar impedances. The lead remains implanted and active with no patient complications reported. (B)(6) 2010 69900: the patient is reported to be in atrial fibrillation. Lead impedance remains high, and a lead warning was noted. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there has been a gradual rise in the lead impedance in bipolar (unipolar was not checked). The issue was discussed with the physician and recommended that the physician monitor closely and check unipolar to look at variance between unipolar and bipolar impedances. The lead remains implanted and active with no patient complications reported.

Manufacturer narrative:
Product event summary: (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a gradual increase in lead impedance. (B)(6). (B)(4).

Event description:
It was reported that there has been a gradual rise in the lead impedance in bipolar (unipolar was not checked). The issue was discussed with the physician and recommended that the physician monitor closely and check unipolar to look at variance between unipolar and bipolar impedances. The lead remains implanted and active with no patient complications reported. The patient is reported to be in atrial fibrillation. Lead impedance remains high, and a lead warning was noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
There was a possible lead fracture and high pacing threshold was also noted. The lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.